Event description:
The facility reported a colleague infusion pump with a malfunction of failure code 814:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a fc 814:04 was confirmed and reproduced by baxter personnel during product evaluation. The root cause was assigned to the air in line printed circuit board (ail pcb) not being connected to the pump head module. The ail pcb was connected to the pump head module to correct this condition. Additional information: should additional information become available, a follow-up medwatch will be submitted.